Event description:
Implantable pulse generator (ipg) was explanted and replaced with a leadless ipg for an unknown reason. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).